Manufacturer narrative:
Product information updated. Device problem code updated.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, after recording and sending 12-lead electrocardiogram (ECG), the device restarted unexpectedly. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, after recording and sending 12-lead electrocardiogram (ECG), the device restarted unexpectedly. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, after recording and sending 12-lead electrocardiogram (ECG), the device restarted unexpectedly. Additional request(s) for information regarding the incident have been made. No additional information has been received. There was no report of actual harm reported with this complaint.